Manufacturer narrative:
No button error alarm was noted on the insulin pump; however, there was intermittent button response due to moisture damage on the keypad trace. The numbers did not ramp on their own nor did the scroll bar move with no input. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error while trying to bolus. The patient's blood glucose at the time of incident is unknown. The numbers also scrolled without her input. Troubleshooting was initiated for the button error alarm, and the customer stated that the pump may have been exposed to high heat. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.